Event description:
On (B)(6) 2011, it was reported that an AED was used during a rescue attempt and that the device was now reporting a service code message. The end customer reported that the service message was not present during the rescue attempt. On (B)(6) 2011, the device was received by the manufacturer for evaluation and review of the device's internal electronic history recorded determined that 2 shocks were cancelled during the (B)(6) 2011 rescue attempt and that the device reported a service code and powered off. The patient was not resuscitated.

Manufacturer narrative:
Evaluation summary - result - the investigation determined that the root cause was due to a false failure of the software check due to interference during charging. A report of correct for this issue has been filed with FDA. The device was removed from the field to assist with the investigation.